Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 262 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump passed the prime test. The customer stated that she thinks she counted her carbohydrates incorrectly and delivered too much insulin, which caused her blood glucose to go low. It was found that the fixed prime was set to 5 units instead of the correct .5 units. The customer last changed her infusion set the day prior to the event. The customer was disconnected during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.